Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3998, lot# v003655, implanted: (B)(6) 2006, product type: lead; product ID 7439, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device ¿did not work right¿ and they were not completely happy with the pain relief right when it was replaced. It was noted that the paresthesia no longer provided pain relief. It was further reported that the device stopped helping their pain a year or so after the second device was implanted. The patient reportedly told their health care provider (hcp) that is was not working for them right after it was implanted. It was noted that the patient had resolved to have the implantable neurostimulator (ins) removed. Additional information has been requested but was not available as of the date of this report.